Manufacturer narrative:
The device was sent to the service center for evaluation. A visual inspection was performed on the returned device and found the large lens cracked, the bending section glue was cracked and dented. Further inspection found the bending section had frayed strands on the active side. The cause of the reported event could not be determined. However, the pcf-h190dl states ¿ be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk.¿

Event description:
The service center was informed that tissue from a previous patient¿s procedure came out of the scope. The user facility reported that nothing had been done to the second patient as of yet. It is unknown if the foreign tissue fell into the second patient or if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
Additional information was received from the user facility states that there was no patient infection reported. It is confirmed that foreign tissue that was dislodged from the scope fell into the patient. It was not determined if the tissue (mucosa) came from the patient as a result of injury. The foreign tissue was retrieved from the patient. The intended procedure was completed once the foreign body was detected. The foreign tissue was also tested with negative results. There was no delay to the procedure. The patient will require additional exposure screening labs. A follow up on exposure screenings will be done. In addition, the user facility reported it is unknown if the device was inspected prior to use.